Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was "high"; specific value was not provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump and administered a manual injection to address bg. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.